Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6); ubd: 25-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.1 mg/day via an implantable pump. It was reported that they deployed the anchor. After it was deployed they stopped getting free cerebrospinal fluid (csf) flow from the catheter. The hcp proceeded with the suturing the anchor, tunneling the catheter over and connecting the pump. They tried to aspirate and was unable then tried doing a dye study. Conclusion was it was not going past the anchor. Which concluded in opening and using the (B)(6) catheter. It was reported that the patient had no part in this issue. It was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.